Event description:
This report was received from global pharmacovigilance (gpv). This is a spontaneous report by a nurse from (B)(4) of bacterial peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. In (B)(6) 2011, the patient experienced bacterial peritonitis. On (B)(6) 2011, the patient was hospitalized for the bacterial peritonitis. While hospitalized, the patient developed neurological problems, which included right sided weakness and a reversible ischemic neurological event. No treatment was provided for the right sided weakness and treatment for the reversible ischemic neurological event was not reported. The nurse stated all 3 peritonitis events were related to one another and the patient was treated with unspecified antibiotics for the peritonitis. The root cause of the bacterial peritonitis could have been due to a unspecified congenital defect where urine leaks from the patient. On (B)(6) 2011, the pd catheter was removed and dianeal was discontinued. On (B)(6) 2011, the patient was discharged from the hospital and recovered from all the events in 2011. The nurse believed the events of bacterial peritonitis with culture positive for pseudomonas, right sided weakness and reversible ischemic neurological event were unrelated to dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10k29039 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 7 involved in this peritonitis event.